Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed ¿level disconnected¿ when testing functionality. The pst noted the level sensor cable insulation was pulled from the strain relief. Further inspection revealed the ground wire was broken and the two signal wires were badly deformed. The deformation is consistent with the wire being forcibly pulled (elongation with wire diameter shrinkage). Wire conductor was broken on both signal wires. It is not known how the damage was incurred. If additional information becomes available that would change or alter information previously submitted a follow-up emdr will be submitted accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr talked to the perfusion staff and they did not have any issues with this sensor prior to this visit. Not sure how damage occurred. The fsr noticed the outer gray insulation was pulled away from the sensor. Upon testing, the sensor tested open and further visual inspection revealed the one wire may be broken inside the black insulation. The fsr installed a new level sensor and completed inspection of level module. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic yellow level sensor failed testing by only reading "level disconnected". There was no patient involvement.